Event description:
It was reported that the device's attachment became unusually warm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, broken pins were found; the cause is undetermined. Various parts were replaced. Device was replaced and returned to the customer.